Manufacturer narrative:
Exemption number e2016018. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: while starting an IV during rapid response, the nurse suffered a needle stick. No injury to the patient. Facility was unsure of which introcan item was involved, and provided two possible item numbers. This report is being filed for item 4251129-02, and MFR report # 9610825-2017-00160 was filed for item 42351644-02. There was only one (1) event.